Event description:
Nellcor puritan bennett received a report that the alarm volume on the unit was "low". There was no pt harm reported.

Manufacturer narrative:
The caller was able to perform troubleshooting to isolate the problem to the main pcb.